Event description:
Reportedly, the anvil detached from the instrument when it was removed through the anus. Blood loss, and a risk of damaging the anastomosis was reported. Surgeon re-inserted the instrument inside the colon and removed it again. The bleeding was controlled and the anastomosis was intact.